Manufacturer narrative:
Philips japan reported that the device was unable to boot. Failure was confirmed during final testing before the device was delivered into the market. There was no patient involvement. A failure was confirmed when the device was returned to the factory. A case was created in trackwise to document investigation by philips ecr failure analysis. The som pca was returned to the failure analysis lab. The equipment was visually inspected for any mechanical damage and/or contamination, and no anomalies were found. The som board under test was placed on the reference units processor pca and turned on with the xl+ therapy knob set to monitor the unit powered up, displaying the splash screen for 3-4 seconds, then rebooting, in a loop. In addition, the hourglass on the rfu was a solid red x accompanied by a periodic chirp. No shocks were done because there was not a successful boot. The reported allegation ¿will not boot a unit¿ was verified during lab tests. The som pca caused a splash screen boot loop which has been previously identified as a wlfs error (wear level file system timeout - known issue ¿ addressed in CAPA 6487900. The issue has returned. Data generated by this investigation will be logged for trending analysis. Philips japan was provided with a replacement device. Alleged failure was reproduced. There were no shocks done because the device did not successfully boot. The reported allegation ¿will not boot a unit¿ was verified during lab tests. The som pca caused a splash screen boot loop which has been previously identified as a wlfs error (wear level file system timeout - known issue ¿ addressed in CAPA 6487900. The issue has returned. Data generated by this investigation will be logged for trending analysis.

Event description:
Philips japan reported the device was unable to boot a unit. There was no patient involvement.